Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer was assisted with flashing/white/blank display troubleshooting. The customer¿s blood glucose level was 223mg/dl at the time of the incident. The customer stated that the insulin pump display was bright white with vertical strips. The customer stated that they woke up with the insulin pump attached to them and noticed the display issue. Troubleshooting did not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with steady white light with lines on display due to cracked lcd glass. Unable to verify missing segments/partial display due to steady white light display. No physical damage on the case noted.